Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had trouble with his sensor. Customer's blood glucose had dropped so he ate to treat. Customer removed the sensor and put in a new one. Customer stated that he is now receiving a sensor error alert. Customer also had a lost sensor alert. Customer's blood glucose was 37 mg/dl at the time of the incident. Customer treated with food. Customer stated that he received the alert while he was sleeping. Customer was advised that the sensor may not be working, dislodged, bent, retracted, or damaged. Customer was advised that the sensors will be replaced.